Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and this wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 394 mg/dl. The customer was treated with manual injection and bolus. Based on customer report customer does not allege insulin pump was under delivering. Customer reports the no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer preformed displacement test and no reservoir detected alarm was displayed. The customer was able to perform high pressure test and it passed. The insulin pump will not be returned for analysis.